Event description:
It was reported that the patient collapsed in their home. A team resuscitated the patient for 40 minutes and performed cardioversion twice. Efforts were unsuccessful and the patient passed away. Records from the device were reviewed by abbott technical support. During an episode of ventricular fibrillation (vf), functional undersensing was observed. However, the device did provide high voltage therapy appropriately and the patient was converted to sinus rhythm. Following the return to sinus rhythm, the arrhythmia began again, which consisted of low signal in addition to larger signals. This resulted in undersensing by the device as the amplitude fell below programmed detection. The last stored episode occurred 5 minutes later, and the egm indicates that the patient was likely being resuscitated. There was no indication of a malfunction and the device behaved as expected based on programmed settings. There was no coroner's investigation and primary cause of death is not known. The physician believes the device performed appropriately and was not related to the patient's death.